Event description:
Sales consultant reported patient implanted on (B)(6) 2013, returned to surgeon on unknown date. Surgeon determined that patient has a broken plate on proximal phalange left. Nonunion of the fracture was also reported. Patient was returned to the operating room on (B)(6) 2013 for open reduction internal fixation orif revision. The surgeon removed the broken plate, an unknown number of unknown screws, and revised to a larger stronger plate. Surgeon noted patient was non-compliant with light duty work restrictions. The surgery was successfully completed, however, the patient status following the surgery was not provided. Based on the reported information, no complaint is alleged against the unknown screws. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.